Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to high pacing threshold measurements. As the threshold was less than 0.7 at 0.5 upon initial placement to 1.7 at 1.0 bipolar and 1.4 at 1.0 unipolar. Difficulty in anatomy was noted during the lead replacement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements at continuity test were within normal limits. The inner insulation integrity test failed, indicating an electrical short between conductors. More than likely near the tip end. Noted stretched coils at approx. 135, 440, and 450 mm from the terminal end. Also, the conductors (outer and inner) are stretched, deformed, and pinched from approx. 460 mm from the terminal end to tip. Likely induced damage during explant from pulling on the lead. Finally, conductors were stretched from approx. 325 mm from terminal end to 380 mm. Noted the inner coil is protruding through the outer coil at approx. 25 and 43 mm from the tip end.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an increase in pacing thresholds and pacing impedance measurements. As the threshold was less than 0.7 at 0.5 upon initial placement to 1.7 at 1.0 bipolar and 1.4 at 1.0 unipolar. Difficulty in anatomy was noted during the lead replacement. This rv lead was replaced with the same model. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to an increase in pacing thresholds and pacing impedance measurements. As the threshold was less than 0.7 at 0.5 upon initial placement to 1.7 at 1.0 bipolar and 1.4 at 1.0 unipolar. Difficulty in anatomy was noted during the lead replacement. This rv lead was replaced with the same model. The explanted rv lead has been returned for analysis. No additional adverse patient effects were reported.